Event description:
It was reported that a motor stall was confirmed with the pump event logs, with no motor stall recovery recorded. The patient heard the alarm the night prior to report, and the pump was subsequently interrogated the day of report showing the motor stall had occurred at 3pm the day prior. Per the reporter, the patient did not have an MRI. The patient had symptoms of shakes and sweats which started in the morning of report, and then increased pain at the time of report. The pump device was used to deliver dilaudid. It was later reported that the patient¿s pain consisted of increased back pain. The motor stall never recovered and the cause was unknown. The pump was replaced on (B)(6) 2013, and following replacement the patient was doing ¿much better¿ and was receiving effective therapy. It was noted that the patient was taking oral valium and oxycodone at the time of the event.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter, product ID: 8590-1, lot# n167970, implanted: (B)(6) 2010, product type: accessory. (B)(4).